Manufacturer narrative:
Sections with additional information as of 06-jan-2022. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: pen needles was returned for evaluation. Based on product evaluation results of "visually inspected two returned three pen needles: needles showed no signs of being bent, broken or warped. Plastic cover aligns with needle to properly remove it from the insulin pen. Needle dispenses properly with lab prefilled insulin pens. No defect found. Returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed and root cause selected. No abnormalities observed on returned product, retain samples, and review batch record. All the test results meets the requirements". Most likely underlying root cause: mlc-009: user error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation in process. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for the 31g pen needles. Technician from capital rx is calling on behalf of the customer. Customer stated the package had not been open or damaged when received. Customer stated he was not able to press the pen injector, that it would jam. Customer is using he correct pen injector and the pen needle is properly aligned. Customer stated he had already used more than half the box and that he has a second box with the same lot number. Customer stated he is not sure how much insulin he was able to inject using the pen needles. Customer stated he had used another brand of pen needle was able to administer his insulin. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.